Manufacturer narrative:
This supplemental report is being submitted to provide the original equipment manufacturers (OEM) device history review (DHR). The DHR was reviewed by the OEM and revealed no deviations regarding the function and safety of the cable resulted. The manufacturing and quality control review was performed for the affected lot number without showing any abnormalities.

Manufacturer narrative:
The referenced hf cable was returned to olympus for evaluation. The evaluation confirmed the reported event. A visual inspection was performed and observed the electrosurgical generator connector side of the hf cable has been completely detached and separated. The breakage was examined under a microscope; charred and burned marks noted. No damage on the instrument connector side of the hf cable. The most probable cause of the damaged hf cable was likely attributed to handling. The instruction manual contains several warning statements in an effort to prevent damage to the cable. Visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation. Replace the cable. In order to plug or unplug the cable, always pull at the plug. Never pull at the cable or risk of damaging the cable may occur. When used as intended this product is more or less subject to wear depending on the intensity of use. Do not use the hf cable after one year of use.

Event description:
Olympus was informed that the device caught fire during the middle of a turp procedure. The intended procedure was completed using a similar device. There was no patient or user injury reported. The device was purchased in 2013.